Event description:
It was reported that stent fracture occurred. A 20 x 3.00 promus premier drug-eluting stent was selected for treatment. However, during the procedure, the stent was fractured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).